Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation performed through photographs: visual analysis of the photographs identified a device with fluid inside is observed clear color. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.